Event description:
A patient service representative (psr) contacted zoll customer support while attempting to fit a (B)(6) male patient to report that the monitor would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on properly) was confirmed. As received, the monitor was resetting. The cause of the resets is intermittent bga connections on the c/a board sn (B)(4). After performing a flash memory test, the affected bga components could not be positively identified. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation is planned for (B)(6) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.